Manufacturer narrative:
A medtronic field service engineer visited the site, he was unable to replicate the reported error. System was fully functional during testing.

Event description:
A medtronic representative reported that during a spine fusion surgery they received a message stating that "an error has occurred that might have damaged system integrity" this was during the post-op spin, and they were able to use a c-arm instead. No harm to patient.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that the cable failed bench testing due to an open in the cable.

Manufacturer narrative:
(B)(6).